Event description:
The user facility reported that a 6-fr 45-cm guiding sheath 'pulled apart when being withdrawn" during an up and over pta procedure in the left iliac. Follow-up communication with the physician revealed the following: the patient's groin was heavliy scarred and there was noticable friction throughout the length of tissue (from punture to target vessel); while attempting removal at the end of the proceudre, sheath broke in the scar tissue; bilateral cut downs were required to retrieve the detached material; and the patient is fine, although the bilateral incision were not anticipated.

Manufacturer narrative:
Neither the lot number or specific product code are known. Therefore, the investigation was based on user facility information, evaluation of the returned sample and evaluation of reserve samples. Visual examination of the returned sample revealed several areas of significant damage. The sheath tubing was confirmed to have been significantly elongated prior to actual separation of the tubing exposing the wire coil. No abnormalities or defects were noted on visual inspection of the reserve samples and all samples passed functional testing. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample are consistent with the sheath having been damaged as a result of attempting to withdraw the device against resistance. The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause or resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.